Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that the customer insulin pump had a sensor issue and a stuck button alarm was found in the insulin pump alarm history. Customer¿s blood glucose was 140 mg/dl at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.